Event description:
It was reported that an altitude alarm occurred intermittently. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose (bg) level reading was "high", specific value was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.